Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg) and was no longer retaining a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg) and was no longer retaining a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Correction to the initial MDR in blocks e1 and h6. Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware of the event.